Manufacturer narrative:
(B)(4). Additional information: procedure was performed by a contralateral approach in calcified anatomy. Investigation - evaluation: a review of the complaint history, drawings, dimensional verification, device history record, documentation, manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. The sheath of the flexor raabe guiding sheath was returned with the proximal fittings separated from the tubing. The dilator was not returned. The flare at the proximal end of the sheath tubing was examined and a 3mm puncture was noted. The connector cap accepted a 0.138" pin gauge at the maximum. The flare passed through the large lumen and did not pass through the small lumen. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the available information the exact cause of the reported issue is not clear for it may be contributed to the patient¿s clinical condition (calcified anatomy), and/or the healthcare professional¿s technique/procedure. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The device has been requested and not yet received. The event is currently under investigation.

Event description:
It was reported that during an atherectomy and stenting of a superficial femoral artery (sfa) using a flexor raabe guiding sheath, the check valve separated from the introducer body. A balloon was placed distal to the introducer to aid in removing the introducer. No unintended section of the device remained inside the patient's body. The procedure was successfully completed with another sheath. There was no reported adverse effects on the patient due to this occurrence.